Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. In addition to foreign objects in the nozzle; the evaluation findings are as follows: due to deformation of the forceps elevator knob, water tightness was lost, due to wear of angle wire, bending angle in "up" direction did not meet standard value, due to wear of angle wire, the play of the "up/down" knob was out of standard, the adhesive on the bending section cover had a chip, due to clogging of the nozzle, water supply volume did not meet the standard value, the mouthpiece was loose, the forceps elevator knob had a scratch, the plastic distal end cover had discoloration and a scratch, the objective lens had discoloration, the scope connector cover had a scratch, the scope cover had a chip, the "up/down" knob had a scratch, the "right/left" knob had a scratch, the light guide cover glass had a scratch, the scope cover had a scratch, the scope connector had a scratch, the universal cord had a scratch, the grip had a scratch, the control unit had a scratch, due to clogging of the nozzle, water removal ability did not meet standard value, the connecting tube had a scratch, and due to dirt on the objective lens, there was a lack of image on the monitor. Additional information obtained identifies the product was cleaned, disinfected, and sterilized before it was sent to olympus. It was unknown if there was a delay/time lag between the end of clinical use and the start of pre-cleaning. It was unknown if the customer flushed the air/water nozzle with water and air. It was unknown if there were abnormalities in the accessories used for reprocessing. It was unknown if the customer immersed the endoscope in the detergent solution. It was unknown if the customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. It was unknown if the customer flushed the air/water nozzle with the detergent solution. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera gastrointestinal videoscope's balloon could not be expanded. There were no reports of patient harm. During evaluation, foreign material was found in the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿ ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system¿ as below. [Inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion tube for abnormal swelling, bulges, dents or other irregularities. [Inspection of the objective lens cleaning function] 1. While covering the spray valve hole with your finger, depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. 2. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image.¿ olympus will continue to monitor field performance for this device.